Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. Surgical intervention occurred and the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of the ipg ¿could not be paired¿ was confirmed based on the ipg logs but was not duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed a magnet was applied several times within a short period, which can contribute to an inability to bond to an implantable pulse generator. No programmer logs were returned from the field for review to determine if the issue was environmentally related. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.